Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen. The patient stated the cgm was displaying 67 mg/dl when they were involved in a car accident. When the ambulance arrived, they checked the patient¿s blood glucose and the meter was reading 27 mg/dl. The patient was taken to the hospital for further evaluation. No additional event details were provided. At the time of contact, the patient was in stable condition. Data was provided for evaluation and the allegation was not confirmed. A probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.